Event description:
It was originally reported on (B)(6) 2013 that the patient had been in ¿intense¿ pain from the stimulation since the day prior to the report. It was determined the after decreasing stimulation the patient already had turned the device off and the pain continued after turning the device off. The patient was unable to ¿even touch¿ the implant site without being in ¿intense¿ pain. About a month later it was reported that the cause of the event was pain. There was no surgical intervention. The patient¿s device was ¿deactivated.¿ the patient was back for follow-up concerning decubitus ulcer and sacral pain. The patient was admitted to the hospital for ¿vague pain¿ and this was when he was seen. The pain was at times low abdominal and at other times back pain. During the hospital stay the patient¿s pain was gone and relieved by the device being turned off. At the time of the report it was stated that the pain was intermittently present but to a much lesser degree. The patient wanted the device explanted. Eight days later it was reported that the patient¿s device was turned off and it will remain off indefinitely. There were no plans to remove the device or revise the patient because he did not want to have any surgeries. The impedances were never checked and no imaging occurred. There was no evidence of an infection and the health care provider (hcp) was not sure what was causing the pain.

Manufacturer narrative:
Product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v952322, implanted: (B)(6) 2012, product type lead. (B)(4).